Event description:
It was reported that the unit was displaying "send out of service". No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition. Functional testing confirmed reported problem. The root cause of the reported issue was found to be inoperable motor. The motor was replaced and device passed functional and delivery tests. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).